Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Posterior paediatric scoliosis. Routine use of the instruments in surgery and the surgeon stated when using them that they were burred and worn and not effective and he would like them replaced. There are two of each of these instruments on the set so no time was lost due to these events. No adverse event. Discarded. No return to manufacturer unless local engineering assessment indicates return is required.